Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the protective sheath was fractured after withdrawal. A 1.25mm rotalink plus was selected for use to treat the left anterior descending artery. During the procedure, after entering inside the patient, it was noted that the device stalled and could not be advanced. Furthermore, the protective sheath was found fractured after withdrawal. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Inspection of the device found that at 18.2cm distal from the strain relief, the sheath was separated. The coil was severely stretched at 27.3cm-28cm distal from the strain relief. After destructive testing was performed to remove the burr housing, it was found that the handshake connection was bent within the sheath and was not retrievable. Inspection revealed no further damage or irregularities. Destructive testing was used to break open the burr housing as the handshake connection was not retrievable. Media provided several photos which depicted a stretched coil segment, separation to the sheath, and product labeling. The damage depicted in the media provided confirms the reported events and aligns to the damage found in device analysis.

Event description:
It was reported that the protective sheath was fractured after withdrawal. A 1.25mm rotalink plus was selected for use to treat the left anterior descending artery. During the procedure, after entering inside the patient, it was noted that the device stalled and could not be advanced. Furthermore, the protective sheath was found fractured after withdrawal. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.